Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable at the joint. There is no further information available at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The grip cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The conductor wire was dislodged. The instrument failed electrical continuity test. There is no pitch cable damage, the instrument carries the new pitch cable design. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.